Manufacturer narrative:
E.1: initial reporter facility name: (B)(6). Investigation summary: bd received one photo for investigation, which indicated a collapsed sample. Plastic blood collection tube collapse may occur due to exposure to elevated temperatures during processes such as shrink-wrapping, transportation, or storage. A review of the device history record for the associated lot confirmed that all specifications and release requirements were met. This complaint has been confirmed for the indicated failure mode: collapse. Bd was not able to identify the exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported by customer that while using bd vacutainer® k2e 5.4mg plus blood collection tubes, one (1) tube was found deformed, resulting in underfilling. No adverse impact was reported regarding the patient or user.